Event description:
Note: this report pertains to the second of two devices which were used during the same procedure. Refer to MFR report #3005099803-2008-00313 for details regarding the first event. It was reported that the complainant experienced the same problem as the first device; "[a]fter the forceps [were] passed through the [endo]scope on the first bite attempt, the forceps broke at the head area, near the jaws. The pull wires disconnected from the jaws when they attempted to take a biopsy sample. No component of the device detached within the pt anatomy, and the device was removed intact." The physician completed the procedure with a third device (device and MFR are unknown). The patient's condition was reported as "fine" following the procedure.

Manufacturer narrative:
The suspect device has not been returned; therefore, a device evaluation is not available and the cause of the reported malfunction is undetermined. A search of the complaint database revealed two additional complaints recorded for this lot, from the same customer (one for the same issue and one for a damaged sheath). The february 2008, 15-month pulmonary biopsy forceps product family complaint trend report, inclusive of all failure modes, was reviewed; no unfavorable trend was noted.